Manufacturer narrative:
Based on the claim against the product by the customer noting the teflon pad melted and the powder fell into the patient, an investigation is in progress to determine the cause of this reported event. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue. No image or video was available for review. The batch sequence number of the harmonic ace instrument lot number was not provided. Therefore, an instrument log review of the product related to the complaint cannot be performed at this time. The probable root cause of the teflon pad peeling off is attributed to use conditions. Thermal damage is caused by heat generation when activating the harmonic ace blade with little to no tissue between the pad and the blade itself. This issue can be resolved by using an alternate instrument to complete the procedure. This issue is also captured in the fmea for the harmonic ace instrument. This issue is associated with an ongoing corrective and preventive action (CAPA) for the harmonic ace instrument. The preventive actions are related to comparing the performance of ethicon¿s updated design to isi¿s version that ethicon supplies. No additional actions are required given that this issue will continue to be tracked. This complaint is considered a reportable malfunction and adverse event due to the following conclusion: it was alleged that the white part at the harmonic ace instrument teflon pad melted, and the powder fell inside the patient during a da vinci assisted procedure. The fragments were not retrieved. At this time, it is unknown what caused the event to occur. Blank MDR fields: follow-up was attempted, but the missing patient information in sections was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Implanted date is blank because the product is not implantable. Information for the blank fields in section name and address is not available. Ind/preanda and adverse event are not applicable.

Event description:
It was reported that during a da vinci-assisted thyroidectomy surgical procedure, the white part of the harmonic ace instrument teflon pad melted, and separated from the instrument. The fragments fell into the patient and were not retrieved. The procedure was completed with no reports of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the harmonic ace instrument was inspected prior to use with no abnormality. During procedure, the teflon pad of the instrument was melted. The powder fell into the patient and could not be retrieved. No additional surgical procedure or post-operative tests like an x-ray or ultrasound were performed. The harmonic ace instrument did not collide with any hard materials or other instruments and the surgeon did not notice any issues with the functionality of the instrument. The cause of the issue was unknown. Upon final removal of the instrument, the wrist was straightened, and the surgical staff did not feel any resistance upon removal of the instrument through the cannula. Both instrument and cannula had no other damage after the event occurred. The procedure was completed robotically with no report of patient injury. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object.

Manufacturer narrative:
Additional information can be found in the following fields: d4, d9, and h3. Evaluation information can be found in the following fields: h6 and h10. Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The harmonic ace instrument was analyzed, and the customer reported complaint of thermal damage was not confirmed. Visual inspection was performed, and the teflon pad was found to be still attached to the clamp arm and did not exhibit any thermal damage. However, failure analysis did observe that the teflon pad exhibited scratch marks and mechanical indentations. No material appeared to be missing. The probable root cause of the teflon pad damage is attributed use conditions. Although the complaint regarding thermal damage of the harmonic ace instrument was not confirmed, the provided details indicate that the device did contribute to the adverse event.